Event description:
It was reported that the patient presented for extraction of the right atrial lead due to over-sensed noise that caused pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation at 9.2cm ¿ 9.6cm from the connector pin consistent with friction to the device can. The cause of the reported event was due to the exposure of the coil at the abrasion location. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal short. All other damages found are consistent with procedural damage.